Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin would not exit the tubing. Customer's blood glucose was unknown. Customer mentioned there were air bubbles in the reservoir. After troubleshooting, customer was advised the device will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime test. No prime/fill anomaly noted during testing. The insulin pump passed excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. The pump was tested with water liquid in reservoir. No air bubbles anomaly noted during testing and reservoir liquid exited normal in tubing. The insulin pump received with cracked reservoir tube lip. No moisture damage inside pump noted.